Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional information was received from the surgeon, who reported the patient's "bag" was large and the iol shifted in the bag over the first few days after surgery. She stated the "iol" looks rotated slightly nasally. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 09/09/2011, 09/12/2011 and 09/23/2011 by fax, phone and mail. Additional information was received by phone on 09/23/2011 and 10/05/2011. A completed questionnaire has not been received. (B)(4).